Manufacturer narrative:
Pressure transducer test failure was found in provided device's logs. Identification of issue has been done by analyzing problem description and device's logs. According to the information provided by the technician, the review of the device's logs confirmed that the expiratory channel printed circuit board was defective and caused pressure transducer test failure. The defective part was recommended to be replaced. The issue was decided to be reported as a defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. There was no patient involvement. The root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).